Event description:
The patient was in the hospital for 3 - 4 days and then a rehab facility for 2 month period. During the 2 month period in rehab, her leg was hooked up to a "stryker frame" device which moved her knee and leg to aid in her rehabilitation. She was bed ridden for most of the time that she was in the hospital and it was a very unpleasant and painful experience for her. The patient is happy that she is ambulating but complains of knee pain. The patient is not sure if she has stryker knee implants but she had seen commercials soliciting stryker patients that used a "stryker frame" device offering financial settlements and wants to know if she qualifies. The patient believes that this device was used for her in the rehab facility.

Manufacturer narrative:
The following other devices were added to this report after submission of the initial report: unknown #4 femur; cat# unknown; lot# unknown. Unknown #3 tibial tray baseplate; cat# unknown; lot# unknown. Unknown 33x9mm patella; cat# unknown; lot# unknown. An event regarding alleged knee pain involving an unknown 9mm tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: "the alleged primary harm involved is non implant related pain. There is no evidence for any implant or non-implant related issues." Conclusions: the exact cause of the reported pain could not be determined. A review of the provided medical records and/or x-rays by a clinical consultant indicated: "the alleged primary harm involved is non implant related pain. There is no evidence for any implant or non-implant related issues." The event could not be confirmed nor the root cause determined because of the limited information provided. If additional information is received, this investigation will be reopened and re-evaluated. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopedics.

Event description:
The patient was in the hospital for 3 - 4 days and then a rehab facility for 2 month period. During the 2 month period in rehab, her leg was hooked up to a "stryker frame" device which moved her knee and leg to aid in her rehabilitation. She was bed ridden for most of the time that she was in the hospital and it was a very unpleasant and painful experience for her. The patient is happy that she is ambulating but complains of knee pain. The patient is not sure if she has stryker knee implants but she had seen commercials soliciting stryker patients that used a "stryker frame" device offering financial settlements and wants to know if she qualifies. The patient believes that this device was used for her in the rehab facility.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee. An unknown knee rehabilitation machine was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.